Event description:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on (B)(6) 2018. This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("removal of essure with hysterectomy after failure of conservative surgery") and surgery ("removal of essure with hysterectomy after failure of conservative surgery") in a female patient who had essure (batch no. C26960) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced asthenia ("asthenia") and arthralgia ("secondary joint pain"). On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and surgery (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy) and surgery (conservative surgery). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal, surgery, asthenia and arthralgia outcome was unknown. The reporter provided no causality assessment for arthralgia, asthenia, medical device removal and surgery with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1721539) on 05-jan-2018. The most recent information was received on 07-feb-2019. This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("removal of essure with hysterectomy after failure of conservative surgery") and device breakage ("a fragment of right essure was found on CT scan post surgery") in a 44-year-old female patient who had essure (batch no: c26960) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section (3 cesareans), herniated disc and nickel sensitivity. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced asthenia ("asthenia") and arthralgia ("secondary joint pain"), 5 months 18 days after insertion of essure. On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), complication of device removal ("a fragment of right essure was found on CT scan post surgery/ removal of essure with hysterectomy after failure of conservative surgery") and allergy to metals ("lymphocyte activation test was positive for chrome and tin / the patient had nickel allergy"). The patient was treated with surgery (essure was removed on (B)(6) 2017 with bilateral salpingectomy with uterine horn resection. And total hysterectomyvia laparoscopy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal, device breakage, complication of device removal and allergy to metals outcome was unknown, the asthenia had not resolved and the arthralgia had resolved. The reporter provided no causality assessment for allergy to metals, arthralgia, asthenia, complication of device removal, device breakage and medical device removal with essure. The reporter commented: essure was removed on (B)(6) 2017 with bilateral salpingectomy with uterine horn resection. There was an implant breakage during attempt to remove essure on (B)(6) 2017. The removal was performed on (B)(6) 2017 but with right fragment found on post surgery CT scan. An additional surgery was performed for total hysterectomy via laparoscopy on (B)(6) 2017. The removal was performed after request of the patient and was medically necessary. The broken parts were removed in uterus. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. Allergy test: on an unknown date: cutaneous allergy tests were positive for nickel. Lymphocyte activation test found negative for nickel and titanium, positive for chrome and tin. Computerised tomogram: on an unknown date: insertion procedure was checked 3 months after insertion with abdominal CT scan. Results on an unknown date: fragment of right essure found post surgery. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 29-jan-2018 for the following meddra preferred terms: medical device removal. The analysis in the global safety database revealed 746 cases. Device breakage. The analysis in the global safety database revealed 2147 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 7-feb-2019: after review and confirmation from french health authority, this case was found to be a duplicate of case: (B)(4); therefore this current case will be deleted from bayer database and all its content is being transferred to the remaining case: (B)(4) incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) on 05-jan-2018. The most recent information was received on 24-jan-2018. This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("removal of essure with hysterectomy after failure of conservative surgery") and device breakage ("a fragment of right essure was found on CT scan post surgery") in a (B)(6) year-old female patient who had essure (batch no. C26960) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section (3 cesareans), spinal cord herniation and nickel sensitivity. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 6 months after insertion of essure, the patient experienced asthenia ("asthenia") and arthralgia ("secondary joint pain"). On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), complication of device removal ("a fragment of right essure was found on CT scan post surgery/ removal of essure with hysterectomy after failure of conservative surgery") and allergy to metals ("lymphocyte activation test was positive for chrome and tin"). The patient was treated with surgery (essure was removed on (B)(6) 2017 with bilateral salpingectomy with uterine horn resection.) And surgery (total hysterectomyvia laparoscopy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal, device breakage, complication of device removal and allergy to metals outcome was unknown, the asthenia had not resolved and the arthralgia had resolved. The reporter provided no causality assessment for allergy to metals, arthralgia, asthenia, complication of device removal, device breakage and medical device removal with essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: fragment of right essure found post surgery insertion was checked 3 months after insertion with abdominal CT scan. Cutaneous allergy tests were positive for nickel. Lymphocyte activation test found negative for nickel and titanium, positive for chrome and tin. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 29-jan-2018 for the following meddra preferred terms: medical device removal. The analysis in the global safety database revealed 746 cases. Device breakage. The analysis in the global safety database revealed 2147 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 24-jan-2018: patient information updated. Essure was removed on (B)(6) 2017 with bilateral salpingectomy with uterine horn resection. A fragment of right essure was found on CT scan post surgery. An additional surgery was performed for total hysterectomy via laparoscopy on (B)(6) 2017. On post surgery consultation one month after surgery, the asthenia was still present but the joint pain was recovered. Case (B)(4) was found to be a duplicate of this case and all the information was transferred to this case. Case (B)(4) was marked for deletion. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 05-jan-2018. The most recent information was received on 18-jan-2018. This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("removal of essure with hysterectomy after failure of conservative surgery") and surgical failure ("removal of essure with hysterectomy after failure of conservative surgery") in a female patient who had essure (batch no. C26960) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced asthenia ("asthenia") and arthralgia ("secondary joint pain"). On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and surgical failure (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced medical device removal (seriousness criteria medically significant and intervention required) and surgical failure (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy) and surgery (conservative surgery). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal, surgical failure, asthenia and arthralgia outcome was unknown. The reporter provided no causality assessment for arthralgia, asthenia, medical device removal and surgical failure with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 19-jan-2018 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed 742 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 18-jan-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.